Event description:
The customer stated that she was treated by the paramedics due to a low blood glucose of 13 mg/dl. The customer stated that she is a very brittle diabetic, and her blood glucose levels go from one extreme to the next very quickly, with no warning. The customer stated that her blood glucose levels were above 400 mg/dl after she was treated. The customer felt that the insulin pump was working fine, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.